Manufacturer narrative:
(B)(4). Device passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss due to corroded battery tube and due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 13.2 mmol/l at the time of the incident. Troubleshooting was performed. Customer stated that replace battery now with a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.